Manufacturer narrative:
Pump monitored for several days and no blank display noted. After battery installation unit gave a full segment display anomaly due to faulty component at the interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify the unexpected restart error and low battery alarm due to full segment display. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had and the pump had blank display and unexpected restart. The customer¿s blood glucose level was 157 mg/dl. The customer stated that they had unexpected restart and they changed the battery and it high pitch notice with a blank display. Troubleshooting was performed for blank display and kept getting black rectangle on the screen and wasn't able to go to main menu or anywhere else on the pump to even do a self-test. The customer was advised to insert the new battery. Customer states the display did not returned. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.